Event description:
It was reported that the insulin pump gave an alarm during normal use. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. No motor alarms noted during rewind. Moisture damage noted on motor assembly.